Event description:
It was reported that during a procedure that the device was overheating. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
Evaluation has been complete.

Event description:
It was reported that during a procedure that the device was overheating. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.